Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was not communicating with the transmitter and received a lost sensor alarm. It was realized that the sensor was split. It was reported that door accidentally slammed sensor. Customer's blood glucose was 115 mg/dl.